Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported bleeding from the patient's driveline exit site could not be determined through this evaluation. The patient remained ongoing on (B)(4) at the time of the reported event. Per information provided on 21nov2018 under (B)(4), the patient¿s heart showed signs of recovery and her lvad was manually turned off. To date, no product is available for investigation. The heartmate ii lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 6 years 1 months 15 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assistance device (lvad) on (B)(6) 2012. It was reported that the patient was bleeding from their driveline after supratherapeutic inr and a drop in hemoglobin and hematocrit. The patient was transferred to a different hospital and received blood. No additional information was reported.